Event description:
Broken/bent wire seen on camera when inserted into patient's abdomen. The instrument functioned fine but was wasted and exchanged for a new one to protect the patient from the bent wire.